Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets leaked. The spike was sliding out of the bag port and allowing leakage to occur. This occurred prior to patient use. The sets were connected to either norepinephrine, heparin, fentanyl, or precedex bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.